Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint for the plastic coming off. The evaluation found the teflon pad melted and worn down, and with a 3 mm piece missing from the proximal end of the pad, exposing metal underneath the pad. Char marks were also found on the probe. Based on similar reports, a potential cause for the thermal and mechanical damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad and probe: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during an unknown procedure, the plastic of the device came off. There was no reported patient injury or device fragment falling into the patient. The procedure was completed using a similar device.